Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 and 1.2 was failed and required maintenance. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 and 1.2 was failed and required maintenance. A field service engineer (fse) found the station without power and a black screen upon arrival. Identified main drawer 1.1 as the cause of the shutdown, replaced the t-board and drawer control board, and restored power. Verified all drawers were detected on the bus after reboot and confirmed proper functionality in hardware test application and the medstation es application. Handed over the device to customer confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.